Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation. Model number/catalog number: 72400024 serial number: n/a batch/lot number: 1100713124 model/catalog description: balloon fgs 61-70 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404130 serial number: n/a batch/lot number: 1000291549 model/catalog description: belt cuff fgs 4.0 cm iz unique identifier (UDI) #: (B)(4).

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced urinary incontinence and the pump would stay opened for a few seconds, confirmed via cystoscopy. A surgical procedure was performed, and all components were explanted and replaced. There were no further patient complications.